Event description:
(B)(4). About a year after being implanted I began to have a number of side effects including: autoimmune , arthritis, trouble walking, joint pain, leg numbness,hair loss, blurred vision, trouble going up and down stairs, hysterectomy removing everything but ovaries.